Manufacturer narrative:
Device evaluation: the device was returned intact and functional with moderate yellowing.

Event description:
Capsular contracture baker grade 3 with swelling and fluid around implant - right side.